Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The site was able to undock, retarget and reseat the endoscope pointing upward to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci assisted benign hysterectomy surgical procedure, the 30 degree endoscope plus image was upside down and the controls were reversed. They were able to undock, retarget, and reseat the endoscope pointing upwards to resolve the issue. The procedure was completing as planned with no reported injury.